Manufacturer narrative:
Correction: d1 was updated from short description to brand name. Manufacturer narrative: an evaluation of the returned device found no fault. The evaluation completed and final tested. The unit met all specifications. The preventive maintenance was not overdue. The service history was reviewed, and no prior data was found. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. (B)(4). Per the instructions for use, the user is advised that if fluid level high is reached, the airseal function will shut down. The functional test must be performed prior to each surgery. Because the functional test is performed during initial start up, the unit must be power cycled (off/on) prior to each surgery. In case the device or any of the accessories fail during surgery, a replacement device and replacement accessories should be kept within close proximity to be able to finish the operation with the replacement components. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, as-ifs1, airseal ifs, 110v, was being used during a robotic unknown procedure on (B)(6) 2024 when it was reported, ¿unit lost power during surgery.¿. Further assessment found that the procedure was completed with a minor delay. It is unknown if the loss of pneumo was gradual; however, full pneumo had been reached. There was no report of injury, medical intervention, or hospitalization for the patient, as the patient was reported as being ¿fine¿. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, as-ifs1, airseal ifs, 110v, was being used during a robotic unknown procedure on (B)(6) 2024 when it was reported, ¿unit lost power during surgery.¿ further assessment found that the procedure was completed with a minor delay. It is unknown if the loss of pneumo was gradual; however, full pneumo had been reached. There was no report of injury, medical intervention, or hospitalization for the patient, as the patient was reported as being ¿fine¿. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.